Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for that past two weeks, the customer had been experiencing elevated blood glucose (bg) levels of up to 382 mg/dl. At the time of the call, bg level was 235 mg/dl with large ketones. The customer delivered a bolus with the pump. A system check performed with tandem technical support (cts) indicated that the pump was operating as expected. In addition, the contact stated that the customer changes out the cartridge every 3 days. Cts educated the customer regarding cartridge/insulin labeling. A recommendation was made for the customer to consult with their healthcare provider regarding factors that could impact bg level, as the customer is going through puberty.